Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that while infusing taxol, leaking was noted where the texium connects with the primary tubing. There was no patient harm reported as a result of this event.

Manufacturer narrative:
Corrected on initial report: concomitant medical products: 250ml IV bag of 0.9% nacl for injection usp; non-cfn set 150ml mixing bag of 0.9% nacl injection usp, therapy date: (B)(6) 2015. The customer¿s report of fluid leakage at the texium connection was not confirmed. Visual inspection of the set noted no damage or anomalies. Functional and pressure testing was performed and there were no signs of leaking. The root cause of the reported event could not be determined.